Event description:
Preoperative esophagoscopy, rigid, transoral with diverticulectomy of hypopharynx or cervical esophagus and repair was completed. Once in position, a zeitels endoscope was passed to ensure correct positioning. Two traction sutures, using the endostitch, were then placed on lateral ends of dividing wall between esophagus and diverticulum. Then using the endoscopic stapler with one end in esophagus and the other end in diverticulum advanced to maximum limit, the party wall was divided. The initial stapler was defective and misfired. When examined with the endoscope, a perforation was noted in the cervical esophagus at the level of the diverticulum. A second stapler was then used to divide the party wall. Frequency: single use, route: endotracheal. Dates of use: (B)(6) 2018. Diagnosis or reason for use: history of zenker's diverticulum and dysphagia.